Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI implantable port attached to a groshong catheter was returned for evaluation. Gross visual microscopic, tactile and functional testing were performed. The investigation is confirmed for the reported fracture and fluid leak as two splits were noted on the attached catheter from the distal end of the cath-lock and a partial circumferential break was noted on the attached catheter. Upon infusion, leaks were observed from the splits and the partial circumferential break on the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately one year and five months post port placement, the device allegedly had a subcutaneous leakage. It was further reported that the catheter was allegedly found to be fractured upon removal. Reportedly, the port system was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
The catalog number has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that approximately one year and four months post port placement, the device allegedly had subcutaneous leakage. It was further reported that the catheter allegedly fractured. Reportedly, the port system was removed and replaced. There was no reported patient injury.